Manufacturer narrative:
A partial device was returned to hollister on march 21, 2017. The sample included the anchorfast clamp assembly with the et tube still affixed in it and the anchorfast neck strap. The anchorfast portion which attaches to the patient including the cheek pads and the shuttle track over the lip were not received. The clamp assembly was observed to be fully intact with no breakages or loose parts observed. The strap was wrapped fully around the et tube and locked into place. The strap latch was closed as it should be. It is not apparent how the clamp assembly separated from the track. Since the track portion of the device was not returned, the condition of the track could not be assessed for breakages or deformation. The hospital did not believe it was a device malfunction. The patient needed to be medicated to reduce agitation.

Event description:
It was reported that the anchorfast endotracheal tube holder was applied to the patient on (B)(6) 2017 for cardiac surgery. On (B)(6) 2017 the vent was alarming and the nurse found the patient ex-tubated. The patient was reported to be agitated and unrestrained. The hospital indicates that the patient made a quick movement which caused the self extubation. The clamp that holds the et tube was separated from the shuttle track. The patient was re-intubated and a new anchorfast device was applied. The patient needed to be medicated to reduce agitation.